Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the setup joint (suj) harness. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had an issue with the system. The customer stated that they kept getting a fault on arm 1. The tse reviewed the logs and confirmed the issue. The customer had attempted to power cycle the system to resolve the issue, but the issue returned. The tse recommended a hard power cycle on the robot and the customer would perform the hard power cycle after the case. The customer was moving forward with arms 2, 3, and 4 and the call ended. The customer called back in for assistance performing a hard reboot. The tse had the customer perform a hard reboot. Arm 1 faulted out after a hard reboot when moving the z-axis. The customer requested a service update as soon as possible as the surgeon had 4 cases scheduled for tomorrow and 4 on the following day. The procedure was completing as planned with no reported injury.